Event description:
The pt tested his blood glucose on suspect device and was 400 mg/dl in the morning. He tested his blood glucose 2 hrs later on suspect device and it was still around 400 mg/dl range. He took insulin and waited 1 hr. He retested on suspect device again at this time and was in the 300 mg/dl range. He retested again on suspect device 1 hr later and blood glucose was still around 300 mg/dl range. He took another dosage of insulin. He became very shaky, so he called paramedics and then passed out. The paramedics arrived and look him to the hospital where he was given glucose intravenous. Customer tested glucose control level 1 and was out of range.